Event description:
It was reported that this subcutaneous implantable cardiac defibrillator system was explanted due to non-conversion and rhythm acceleration. A transvenous system was successfully implanted. There were no additional adverse patient effects.